Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that field service engineer (fse) replaced mobile viewing station (mvs) power cord. System functioning as designed continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000438, product ID: bi71000438. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that during a case, an unknown event happened on the power wall outlet that the imaging system was connected to which cause part of the power cable to "burn and melt." Site continued to use the system for the remainder of the case. Site asked field service engineer (fse) if system could be used for the next case. Fse communicated to the site that system should not be used until the fse performs a system check-out. Patient was present and no further information available.

Manufacturer narrative:
Additional info: updated initial reporter e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.